Manufacturer narrative:
See h6 for updated codes: pump: analysis determined the pump reached its elective replacement indicator (eri) based on time progression, as expected. Catheter: analysis identified a deformation in shape of the catheter body. Analysis identified a hole in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-09-17 rtg0658229 (rep/hcp): information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was spinal pain. It was reported that during the standard pump replacement due to the pump reaching eri (elective replacement indicator) a white milky substance was found all over the pump/in the pump pocket. It did not look like pus and an rn (registered nurse) cultured it and sent it off to lab and it was negative for an infection. The patient¿s pump site was in their back. The anesthesiologist stated that he thought it was chyle. 2024-09-20 e1 (rep, hcp) document contained no new information. 2024-09-17 rp (rep) additional information was received from a company representative (rep) reporting that there was a small weird spot on the connector and it was replaced at connection.

Manufacturer narrative:
Continuation of d10: product ID: 8709sc, lot#serial#: (B)(6); product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot#: (B)(6), ubd: 08-jul-2013, UDI#: (B)(4); h3. Analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.